Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 308 mg/dl with high ketones. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer bolused via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.